Manufacturer narrative:
Additional information (28-jan-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the available instrument data files and the information provided by the customer. Calibrations and quality control (qc) recovery were within the customer¿s expected ranges, indicating that the sodium (na) assay was performing acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed decontamination, primed the water system and wash system. The cse again primed the system with decontamination solution, then flushed it out with deionized (di) water and ran a system check with no errors. The customer ran calibration and qc, which passed acceptably. The cause of the event is consistent with contamination and flow issues through integrated multisensor technology (imt), which was resolved by decontaminating and priming the system. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2517506-2025-00007 was filed on 10-jan-2025. Corrected data: based on the siemens investigation, the below sections have been updated. Sections d1, d2, d4 have been updated to reflect the instrument details. Section g1 has been updated to reflect the contact office - manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h8 has been updated to reflect the usage of device for instrument. Section h4 has been left blank since the device manufacture date for the instrument is unknown.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant depressed sodium (na) results obtained on multiple patient samples on a dimension exl 200 integrated chemistry system. Siemens is evaluating the event.

Event description:
The customer reported to siemens that they obtained discordant depressed sodium (na) results on multiple patient samples on a dimension exl 200 integrated chemistry system. The depressed results were reported to the physician and were questioned. The samples were not reprocessed and were discarded. The correct results for the patient samples are unknown. There is no known reports of patient intervention or adverse health consequences due to the depressed sodium (na) results.